Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had exhibited high out-of-range shock impedance measurements greater than 125 ohms since november 2021. It was noted that this device has never delivered a shock. Technical services (ts) recommended delivered shock and device replacement. This ICD system remains in service at this time. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to normal battery depletion (nbd). Technical services (ts) reviewed troubleshooting options for the out-of-range shock impedance measurements. This right ventricular (rv) defibrillation lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had exhibited high out-of-range shock impedance measurements greater than 125 ohms since (B)(6) 2021. It was noted that this device has never delivered a shock. Technical services (ts) recommended delivered shock and device replacement. This ICD system remains in service at this time. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced due to normal battery depletion (nbd). Technical services (ts) reviewed troubleshooting options for the out-of-range shock impedance measurements. This right ventricular (rv) defibrillation lead remains in service. No adverse patient effects were reported. Additional information received reported that the cause of the out-of-range shock impedance measurements was not conclusively determined, however it was discussed that lead calcification was likely. Commanded shocks were performed, and the physician was comfortable with the results. The implantable cardioverter defibrillator (ICD) is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had exhibited high out-of-range shock impedance measurements greater than 125 ohms since (B)(6) 2021. It was noted that this device has never delivered a shock. Technical services (ts) recommended delivered shock and device replacement. This ICD system remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.